Event description:
When using the hand control to elevate two of these table, the tables would only elevate intermittently. Then, when the tables were in the elevated position, they would drop unexpectedly without using the hand control. Upon evaluation, clinical engineering found that the elevating actuator that connects to the table, on both tables, were sheared. The manufacturer sent representatives to our facility to repair the parts.